Event description:
Foley catheter was placed for surgical procedure. After case foley was removed. They were only able to remove 7ml of sterile water from foley balloon, when 10 ml was believed to have gone into the balloon. However it had about 3ml of sterile water in the balloon. Upon further inspection the water in the balloon only filled up on one side and after inflating, could not be removed. The balloon was defective.